Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that there was blood on the distal conductor of the lead and it was obstructed. Additionally, the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen and visual summary analysis of the lead indicated damage at implant. It was further noted by the analyst that the lead was returned with the competitor guidewire stuck in the lead. There was a large volume of blood ingress into the lumen during the attempted implant, and it is likely that the competitor guidewire became stuck when the blood dried, preventing any further movement of the competitor guidewire. When the competitor guidewire was removed during analysis the coil on the ¿floppy¿ end was unwound. Fragments of the floppy end of the competitor guidewire remained in the lead when the competitor guidewire was removed. The lead lumen was completely obstructed by the dried blood. The guidewire insertion test could not be performed. (B)(4).

Event description:
It was reported that, during a procedure, a stylet got stuck in the left ventricular (lv) lead during a placement attempt. The lead was not used and a new lead was utilized instead. No patient complications have been reported as a result of this event.